Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated that patient is having issues recharging ins. Caller stated that recharger will initially connect to ins with excellent connection but then immediately go to good and then start searching for ins again. Caller stated patient is unable to charge ins past 50% as it takes so multiple hours to charge. Caller stated they were able to palpate ins easily; patient has tried recharging with and without the belt with no change and they aren't charging over thick clothing. Caller stated that patient gets good connection if they lean forward but not for very long and they've had some success if they stand up and charge but they can't stand for very long. Caller reviewed recharging stats when they met with patient today and stated most sessions were "good". Caller reprogrammed ins today to give settings that conserve battery. The caller was not with the patient. Tss suggested patient monitor the issue and call ps for replacement recharger if issue continues for the next several days into next week. Tss reviewed if recharger is replaced and patient is still having issues; hcp should examine pocket site. Tss suggested maintaining enough charge on the ins for therapy but suggested shorter recharging sessions and turning ins off during recharging. Tss didn't collect recharger serial number as they were no longer with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an ins issue has not been confirmed, they are only going by what they experience while charging the device with the patient. The recharger is not able to hold coupling for an extended period of time. It would show excellent connection, followed by good connection without moving recharger, or without patient moving positions. They have met with the patient several times to try and troubleshoot, also have contacted technical support for any guidance on the issue. They have not come to a solution nor have found a better method to resolve; this is not been resolved, they are looking for additional guidance from technical support and they are still working on resolving it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a different manufacturer representative (rep). Rep reported patient not being able to recharge beyond 80% since implant. When rep tried to recharge the passive recharge mode showed numbers from 0 to 2.5, with further positioning of the recharger, rep got excellent and good connection, but it also changed with little or no movement. Rep said she can feel the implant that the implant is about 2 cm deep. Based on how device was positioned, it made a difference in the connection quality. Technical services(ts) reviewed with rep that it appears quality of charge is positional. Rep to educate patient, but if that still doesn't work out then the recharger can be replaced.